Manufacturer narrative:
(B)(4). The customer communicated that the device was not available to be returned to physio-control for evaluation. The issue could not be verified and the cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio- control to report that their device did not detect an ECG waveform which was shockable. The electrodes were applied and a manual shock was delivered. The patient returned to a regular rhythm and no adverse effects were reported.